Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: b4, d10, g4, g7, h2, h3, h6, and h10. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product identified the device exhibits signs of repeated use (nicked or gouged) and the post feature has fractured off. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the instrument fractured, worn and corroded during a knee procedure. No adverse events have been reported as a result of the malfunction.